Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "heat" was found. During service it was indicated that the device experienced temperature above specifications. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was being returned for service. During service of the device, it was noted that the device experienced heat issues. It is known that the device was not being used during surgery and no patient or user injury or medical intervention occurred. There was no additional information provided.